Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e411 analyzer. It was noted that the customer control and calibration frequency were rare. The sample initially resulted as 0.151 miu/ml. The sample was repeated on (B)(6) 2016, resulting s 618.7 miu/ml accompanied by a data flag. All results were reported outside of the laboratory to the physician and to the patient. The patient was not adversely affected. The hcgb reagent lot number was 131960. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. It was determined that quality controls were likely not performed on the day of the event. Control run frequency was too low and outside of recommendations. The sample draw volume was found to be too low and clotting time was found to be possibly too short. Upon review of the alarm trace, some alarms were found indicating possible pre-analytic sample handling issues. Possible root causes may be a sample mis-pipetting, possibly in combination with probe mis-adjustments. Insufficient sample quality can not be excluded as a root cause and an issue occurring with the customer reagent can not be excluded. A general reagent issue can most likely be excluded.